Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that article defect. Per service reports, this complaint can be confirmed. It was found during evaluation that the device shuts the pump off and motor was corroded. Further, the protective earth resistance and the values of the keypad were out of range. The motor, keypad hand control set, and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. With the available information, we cannot determine the root cause of the other identified failure. The corroded motor, defective keypad hand control set, and defective motor cable would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/24/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor on the device was corroded. There was no procedure reported. There were no adverse patient consequences reported. No additional information was provided.